Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. Fracture was suspected. The patient suffered from syncope and dizziness. The lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported events were noise, lead fracture and pocket stimulation. As received, a complete lead was returned in one piece. The reported event of noise was confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event of noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. The reported event of lead fracture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any other anomalies except for procedural damage.